Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone#: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the insyte 20ga x 1.16in has been found deformed before use. The following has been provided by the initial reporter: in the patient preparation area, the catheter i.v. It lacked a part of its content, which is detected by the nursing staff. The catheter was not used and is delivered to the person in charge of the tecnovigilancia program at the institution. The reflux device and the catheter cap was missing

Manufacturer narrative:
Investigation: a physical sample was not available for investigation but bd was provided with a photo of the defect for evaluation. A review of the device history record was performed for the reported lot, 8298751, and no quality issues were found during production. Our quality engineer reviewed the provided photo and determined that the package was missing the filter plug. Based off the provided photo the engineer was able to verify the reported defect. This was determined to have been an operator error. The manufacturing facility has been notified of this incident. A training has been issued for all operators to prevent recurrence.

Event description:
It has been reported that the insyte 20ga x 1.16in has been found deformed before use. The following has been provided by the initial reporter: in the patient preparation area, the catheter i.v. It lacked a part of its content, which is detected by the nursing staff. The catheter was not used and is delivered to the person in charge of the tecnovigilancia program at the institution. The reflux device and the catheter cap was missing.